Manufacturer narrative:
On (B)(6)2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this notification was manufactured by wittenstein intens gmbh. Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: sussex orthopaedic treatment centre - surgeon's name: mr. Enis guryel - date of initial surgery: year 2022 (day and month not identified) - body part to which device was applied: right retrograde femur - surgery description: lengthening - patient's information: unknown - problem observed during: into treatment/post-operative - type of problem: device functional problem - event description: fitbone nail was implanted in 2022 and has broken in situ. Further information received: - the device failure had adverse effects on patient: nail has broken in situ and now needs removing. Nail may not be intact to remove in one piece. - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery is required following device failure: surgery date being planned, date to be confirmed - a medical intervention (outpatient clinic) was required on (B)(6) 2024 - copy of operative reports is not available - copy of x-ray images is available - patient's current health condition: unknown · the nail was implanted at the sussex hospital by mr. Guryel, who will also perform the explant · the nail breakage was discovered during a routine follow up visit on (B)(6) 2024 · it is likely that the plate implanted parallel to the nail is a s&n plate manufacturer ref: (B)(4). Distributor ref: unknown.

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this notification was manufactured by wittenstein intens gmbh. Technical evaluation the returned nail, was examined by orthofix quality engineering department. The visual check of the nail evidenced as follows: scratches on the guide housing, most likely created during explantation and scratches on the telescopic tube. Presence of signs and bipolar connector completely removed. Furthermore, the sample was examined by scanning electron microscope (sem) and the fracture surfaces showed typical fatigue fracture. The dimensional check did not evidence any anomalies. It was not possible to perform the functional check as the nail was returned with the bipolar cable broken. The material composition check did not show any anomalies. Final comments: the analysis performed on the returned nail evidenced that the device is broken in correspondence to engine housing/guide housing weld. The fracture occurred due to fatigue, with the fracture propagation entirely within the molten zone of the weld, approximately at the center of the weld bead. The x-ray provided to orthofix as evidence of failure showed a gap between the distal and proximal part of the femur without the formation of bone callus.based on the evidence collected, unfortunately, it is not possible to define a specific root cause for the breakage, but it cannot be ruled out that the bony defect led to unexpected loads on the device and to the failure occurred. The nail was implanted year 2022 (day and month not identified) and discovered broken in (B)(6) 2024. Orthofix would like to remind that the instruction for use recommend removing the nail after a period of 1 to 1,5 years. Delayed explantation can lead to nail breakage, due to the excessive and prolonged loading (please refer to the relevant instructions for use pq fbc). Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: date of initial surgery: year 2022 (day and month not identified) body part to which device was applied: right retrograde femur. Surgery description: lengthening. Problem observed during: into treatment/post-operative. Event description: fitbone nail was implanted in 2022 and has broken in situ. Further information received: the breakage was discovered during a routine follow up visit on (B)(6) 2024. There is still a bony defect and will treat this when the fitbone nail is removed. The nail was removed on (B)(6) 2024. Manufacturer ref: (B)(4). Distributor ref: (B)(4).